Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the pump infused the medication "too quickly." The event occurred at the oncology unit. There was patient involvement but not harm. Although asked, additional information was not provided.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number # (B)(6) is a concomitant and this file has captured the correct suspect device with serial number #15038439 as per investigation report. Annex c : c20. Annex d : d15. Additional information : annex a : a25. Annex g : g07001. Annex b : b14, b15. Annex c : c19. Annex d : d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump infused the medication "too quickly." The event occurred at the oncology unit. There was patient involvement but not harm. Although asked, additional information was not provided.